Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump stopped working 2 months prior to the replacement surgery. The ipp would not fill correctly. The physician attempted to pump and deflate the device without success. The ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump stopped working 2 months prior to the replacement surgery. The ipp would not fill correctly. The physician attempted to pump and deflate the device without success. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was visually inspected, leak tested, and pressure tested. This cylinder had wear at a fold in the distal end of the cylinder. This cylinder had buckling folds in the middle of the cylinder. This cylinder had a hole from wear at a fold in the proximal end of the cylinder. This cylinder passed the leakage and pressure tests. The second cylinder was visually inspected, leak tested, and pressure tested. This cylinder had buckling folds in the middle of the cylinder. This cylinder had a hole from input tube wear in the middle of the cylinder. This cylinder passed the leakage and pressure tests. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test. The pump did not pass activation testing. Based on the information available and analysis results, the reported clinical events of mechanical issue, inflation issue, and deflation issue were confirmed, and the cause was traced to component failure.